Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information was received.

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082227017a, product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were several unsuccessful attempts to screw the burr hole cover screws into the skull. There were no external or environmental factors that led to the event. The physician used a different kit, and the issue was resolved. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Two stimloc screws were returned. Analysis identified both screw heads were stripped and damaged, consistent with overtorquing. The screw threads were intact. Information is provided in the future, a supplemental report will be issued.